Event description:
It was reported that the attachment overheated at the end of a tooth extraction procedure, and the patient suffered a burn to the lip. The burn is located on the patient's lower left corner of the lip. The burn was described as minor. The procedure was completed with the same device, and triple antibiotic ointment was applied to the injury. No additional/continuing medication or treatment was required, and there is no expected permanent damage or scarring caused from the burn.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the attachment overheating was confirmed. Based on the investigation details, the likely cause for the overheating was excess corrosion and surgical debris being "pumped" into the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow debris to enter the attachment. Once enough debris builds up in an attachment, it may start to corrode the components, including the bearings, and then not work properly, or the debris can physically bind up the attachment. Service repaired and returned the device to the customer.